Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulmonary vein and posterior wall pulse field ablation procedure with farawave 31 mm catheter to treat atrial fibrillation (a fib) and during a post-operative ep study, the patient experienced pericardial effusion. Once ablation was completed the physician performed an ep study while they waited for the technician to prepare a sheath for the watchman. During the ep study they removed the non-bsc mapping catheter from the and placed it near the right atrial appendage. During pacing maneuvers, it was noted that the patient's blood pressure was extremely low at 60/40. It had been in normal range the entire case. The physician used ice to check for an effusion and a large effusion was discovered. The farawave catheter was then collapsed to basket and removed from the body. The sheath was also removed from the left atrium. Physician then put in a pericardial drain and fluid was pulled from around the heart. After the effusion looked smaller, they watched for 5 minutes as it gradually got larger. Total fluid drained off from around the heart was 1620ml. At this point a consultation was placed with a cardiac surgeon and the patient was prepped for open heart. The open heart revealed a perforation at the posterior ivc, near the cs ostium. A single stich was placed to close the perforation. The patient recovered and is currently in stable condition. The device is not available for return as it was disposed.